Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the observed foreign material clogging the air/water nozzle could not be identified and the root cause of the issue could not be determined, as no deformation of the device was observed that might result in the retention of foreign material and no additional event or reprocessing information was reported or available. The event may be detected/prevented by following the instructions for use sections below: ¿gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. ¿gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope¿. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to an olympus repair facility, and an evaluation of the device was performed. During the evaluation, it was discovered that the air/water channel was clogged; this was the identified cause for the reprocessing failure experienced by the customer. The customer's originally reported issue of a leak was not confirmed; there was no loss of water tightness. The following additional findings were also noted: bending section adhesive is separated and deteriorated, assorted cracks, scratches, physical damage, and peeling components, grip unit plate label missing, connector air valve defective, and insulation resistance is out of specification. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported that their evis exera iii gastrointestinal videoscope could not be reprocessed in their scope reprocessor due to the detection of a persistent issue which the customer thought could be a leak. Upon inspection and testing of the returned unit, it was discovered that the air/water channel was clogged. There were no reports of patient or user harm associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.